Event description:
Pt called lfs on 01/2002 alleging that their one touch basic was giving inaccurate high readings. Per facility, the following info was documented: a week prior to calling lfs (on friday), pt tested on their meter in the morning with a result of 165mg/dl. Pt stated that they "tested as normal" and they did not have any symptoms. Three hours later, pt passed out and the neighbors called paramedics. They administered "IV" and took pt to the hosp. (Unknown if they tested pt prior to treatment). Customer claims that due to their meter reading high, pt did not know how low their blood sugar actually was. (Unknown if medication was taken before or after pt tested that morning). Unknown is customer was tested/treated at the hosp. Customer also stated that the doctor had done a checkstrip test while pt was in the hosp and said the meter was "off and that the meter was no way the meter could read that high." Facility sent out a replacement meter.